Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). As the complaint device was not returned for evaluation, a failure analysis could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported single leaflet device attachment (slda). The reported patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The other mitraclip referenced is being filed under a separate medwatch MFR number.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. Mitral valve replacement surgery was performed as treatment, which is considered a permanent impairment. It was reported that on (B)(6) 2015, the mitraclip procedure was to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were deployed successfully. The procedure was completed with no reported device or procedure issues, and mr reduced to 2. On (B)(6) 2015, during routine follow-up, mr was noted to be increased to 2-3, and a single leaflet device attachment (slda) of both deployed clips was noted; however, the patient had no symptoms. On (B)(6) 2015, the mitral valve replacement surgery was performed. There was no reported adverse patient sequela and the surgery outcome was reported to be successful. There was no additional information provided.